Event description:
Customer's mother reported that customer's sensor was not staying in. During training, customer inserted the sensor into his arm. He tried inserting into his twice abdomen, but the sensor would not stick. Customer's mother stated the alerts and alarms were also disruptive. Customer's blood glucose was unknown. Customer's mother was advised of ways to customize the alerts to be less disruptive. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.